Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Manufacture date unk. Method: failure analysis: device history evaluation. Results: failure analysis - the wire is broken. There is no evidence of any manufacturing or material defect. Device history evaluation: no nonconformity for this lot. Conclusion: the wire was probably broken by an inappropriate use of the instrument.

Event description:
Customer initially reports loop broke. On (B)(6) 2015 customer reports that during a tonsillectomy the loop broke into two pieces that did not fail into the pt, they were removed from the snare. A replacement snare was used. No harm done.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.